Event description:
It was reported that during testing conducted by a MFR field service tech, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion contamination within the device caused the bearings and rotor assembly to seize, which can result in heat generation when attempting to operate the device.